Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the loading process. Blood glucose level did not exceed 500 mg/dl, indicating it was within an acceptable range. Tandem technical support confirmed cartridge alarm 30 and decided to replace both the pump and cartridges. The customer was informed about using mdi as a backup therapy to ensure continuous insulin delivery. Instructions were provided for placing the pump into storage mode and returning it to tandem. The caller acknowledged and understood all the provided instructions and shipping procedures.